Event description:
Event description guidant received information that this transvenous implantable lead, which was implanted in a patient with an implantable cardioverter defibrillator (ICD) and seperate competitive pacemaker, exhibited sporadic loss of capture during the lead implant procedure. All lead measurements were normal during the procedure. During a follow-up procedure, the lead exhibited variable and worsening pacing thresholds. Loss of capture was observed when the competitive pacemaker was programmed vvi in temporary brady mode at 3v at 0.4 ms.